Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device dislocation ('device migration'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), stillbirth ('death baby delivery'), foetal death ('fetal deaths'), premature rupture of membranes ('early bag breakage, premature rupture of membranes'), premature delivery ('premature delivery'), uterine haemorrhage ('abnormal uterine bleedings'), systemic lupus erythematosus ('lupus'), sjogren's syndrome ('sjoegren's syndrome') and autoimmune disorder ('autoimmune response to metal or to pet fibers') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), stillbirth (seriousness criterion medically significant), foetal death (seriousness criterion medically significant), premature rupture of membranes (seriousness criterion medically significant), premature delivery (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("chronic systemic reactions to metal"), device allergy ("chronic systemic reactions to pet fibers"), rash ("signs and symptoms of rash"), dyspareunia ("dyspareunia (pain while having sexual intercourse)"), device expulsion ("expulsion of the implant"), intra-abdominal fluid collection ("significant abdominal fluid retention"), dementia ("dementia"), arthritis ("arthritis"), chronic fatigue syndrome ("chronic fatigue syndrome"), loss of libido ("lack of sexual appetite"), alopecia ("hair loss"), complication of device insertion ("placement failure of implant"), dental caries ("tooth decay"), tooth fracture ("tooth breakage, loss of dental parts"), endometriosis ("endometriosis") and adenomyosis ("adenomyosis"), was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and underwent abortion induced ("induced abortion"). At the time of the report, the pelvic pain, device dislocation, ectopic pregnancy with contraceptive device, stillbirth, foetal death, premature rupture of membranes, abortion induced, uterine haemorrhage, systemic lupus erythematosus, sjogren's syndrome, autoimmune disorder, allergy to metals, device allergy, rash, dyspareunia, device expulsion, intra-abdominal fluid collection, dementia, arthritis, chronic fatigue syndrome, loss of libido, alopecia, complication of device insertion, tooth fracture, endometriosis and adenomyosis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was unknown to the reporter. The reporter considered abortion induced, adenomyosis, allergy to metals, alopecia, arthritis, autoimmune disorder, chronic fatigue syndrome, complication of device insertion, dementia, dental caries, device allergy, device dislocation, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, endometriosis, foetal death, intra-abdominal fluid collection, loss of libido, pelvic pain, premature delivery, premature rupture of membranes, rash, sjogren's syndrome, stillbirth, systemic lupus erythematosus, tooth fracture and uterine haemorrhage to be related to essure. The reporter commented: this legal case report was received from a lawyer; the report contains a summary of events of multiple patients including the patient of this case. It was unspecified which of the reported events occurred in this patient, thus all events were added here: lawyer's clients were suffering from symptoms such as chronic pelvic pain, abnormal uterine bleedings, dyspareunia (pain while having sexual intercourse), significant abdominal liquid retention, chronic systemic reactions or autoimmune response to metal or to pet fibers, like the signs and symptoms of rash, lupus, dementia, arthritis, chronic fatigue syndrome, sjoegren syndrome and lack of sexual appetite, hair loss, placement failure of implant that led to ectopic pregnancy, death baby delivery, induced abortion, early bag breakage, premature delivery and foetal deaths, migration and expulsion of the implant, tooth decay, tooth breakage or loss of dental parts, endometriosis and adenomyosis, among others. All the events were considered related by the consumer (primary reporter is the lawyer on behalf of the patient but lawyer did not provide causality assessment). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), perforation ('organ tearing'), device dislocation ('device migration'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), stillbirth ('death baby delivery nos'), foetal death ('fetal deaths'), premature rupture of membranes ('early bag breakage, premature rupture of membranes'), premature delivery ('premature delivery'), uterine haemorrhage ('abnormal uterine bleedings'), systemic lupus erythematosus ('lupus'), sjogren's syndrome ('sjoegren's syndrome'), autoimmune disorder ('autoimmune response to metal or to pet fibers'), device breakage ('travelling parts of the broken product inside the body') and heavy menstrual bleeding ('heavy bleeding during periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), stillbirth (seriousness criterion medically significant), foetal death (seriousness criterion medically significant), premature rupture of membranes (seriousness criterion medically significant), premature delivery (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("chronic systemic reactions to metal"), device allergy ("chronic systemic reactions to pet fibers"), device breakage (seriousness criterion medically significant), heavy menstrual bleeding (seriousness criterion medically significant), rash ("signs and symptoms of rash"), dyspareunia ("dyspareunia (pain while having sexual intercourse)"), device expulsion ("expulsion of the implant"), intra-abdominal fluid collection ("significant abdominal fluid retention"), dementia ("dementia"), arthritis ("arthritis"), chronic fatigue syndrome ("chronic fatigue syndrome"), loss of libido ("lack of sexual appetite"), alopecia ("hair loss"), complication of device insertion ("placement failure of implant"), dental caries ("tooth decay"), tooth fracture ("tooth breakage, loss of dental parts"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), back pain ("back ache") and mental disorder ("psychological problems"), was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and underwent abortion induced ("induced abortion"). The patient was treated with surgery (organ removal). At the time of the report, the pelvic pain, perforation, device dislocation, ectopic pregnancy with contraceptive device, stillbirth, foetal death, premature rupture of membranes, abortion induced, uterine haemorrhage, systemic lupus erythematosus, sjogren's syndrome, autoimmune disorder, allergy to metals, device allergy, device breakage, heavy menstrual bleeding, rash, dyspareunia, device expulsion, intra-abdominal fluid collection, dementia, arthritis, chronic fatigue syndrome, loss of libido, alopecia, complication of device insertion, tooth fracture, endometriosis, adenomyosis, back pain and mental disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was unknown to the reporter. The reporter considered abortion induced, adenomyosis, allergy to metals, alopecia, arthritis, autoimmune disorder, back pain, chronic fatigue syndrome, complication of device insertion, dementia, dental caries, device allergy, device breakage, device dislocation, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, endometriosis, foetal death, heavy menstrual bleeding, intra-abdominal fluid collection, loss of libido, mental disorder, pelvic pain, perforation, premature delivery, premature rupture of membranes, rash, sjogren's syndrome, stillbirth, systemic lupus erythematosus, tooth fracture and uterine haemorrhage to be related to essure. The reporter commented: this legal case report was received from a lawyer; the report contains a summary of events of multiple patients including the patient of this case. It was unspecified which of the reported events occurred in this patient, thus all events were added here: lawyer's clients were suffering from symptoms such as chronic pelvic pain, abnormal uterine bleedings, dyspareunia (pain while having sexual intercourse), significant abdominal liquid retention, chronic systemic reactions or autoimmune response to metal or to pet fibers, like the signs and symptoms of rash, lupus, dementia, arthritis, chronic fatigue syndrome, sjoegren syndrome and lack of sexual appetite, hair loss, placement failure of implant that led to ectopic pregnancy, death baby delivery, induced abortion, early bag breakage, premature delivery and foetal deaths, migration and expulsion of the implant, tooth decay, tooth breakage or loss of dental parts, endometriosis and adenomyosis, among others. All the events were considered related by the consumer (primary reporter is the lawyer on behalf of the patient but lawyer did not provide causality assessment). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device dislocation ('device migration'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), stillbirth ('death baby delivery nos'), foetal death ('fetal deaths'), premature rupture of membranes ('early bag breakage, premature rupture of membranes'), premature delivery ('premature delivery'), uterine haemorrhage ('abnormal uterine bleedings'), systemic lupus erythematosus ('lupus'), sjogren's syndrome ('sjoegren's syndrome'), autoimmune disorder ('autoimmune response to metal or to pet fibers'), device breakage ('travelling parts of the broken product inside the body'), heavy menstrual bleeding ('heavy bleeding during periods') and fallopian tube perforation ('organ tearing') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), stillbirth (seriousness criterion medically significant), foetal death (seriousness criterion medically significant), premature rupture of membranes (seriousness criterion medically significant), premature delivery (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("chronic systemic reactions to metal"), device allergy ("chronic systemic reactions to pet fibers"), device breakage (seriousness criterion medically significant), heavy menstrual bleeding (seriousness criterion medically significant), rash ("signs and symptoms of rash"), dyspareunia ("dyspareunia (pain while having sexual intercourse)"), device expulsion ("expulsion of the implant"), intra-abdominal fluid collection ("significant abdominal fluid retention"), dementia ("dementia"), arthritis ("arthritis"), chronic fatigue syndrome ("chronic fatigue syndrome"), loss of libido ("lack of sexual appetite"), alopecia ("hair loss"), complication of device insertion ("placement failure of implant"), dental caries ("tooth decay"), tooth fracture ("tooth breakage, loss of dental parts"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), back pain ("back ache"), fallopian tube perforation (seriousness criterion medically significant) and mental disorder ("psychological problems"), was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and underwent abortion induced ("induced abortion"). The patient was treated with surgery (organ removal). At the time of the report, the pelvic pain, device dislocation, ectopic pregnancy with contraceptive device, stillbirth, foetal death, premature rupture of membranes, abortion induced, uterine haemorrhage, systemic lupus erythematosus, sjogren's syndrome, autoimmune disorder, allergy to metals, device allergy, device breakage, heavy menstrual bleeding, rash, dyspareunia, device expulsion, intra-abdominal fluid collection, dementia, arthritis, chronic fatigue syndrome, loss of libido, alopecia, complication of device insertion, tooth fracture, endometriosis, adenomyosis, back pain, fallopian tube perforation and mental disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was unknown to the reporter. The reporter considered abortion induced, adenomyosis, allergy to metals, alopecia, arthritis, autoimmune disorder, back pain, chronic fatigue syndrome, complication of device insertion, dementia, dental caries, device allergy, device breakage, device dislocation, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, endometriosis, fallopian tube perforation, foetal death, heavy menstrual bleeding, intra-abdominal fluid collection, loss of libido, mental disorder, pelvic pain, premature delivery, premature rupture of membranes, rash, sjogren's syndrome, stillbirth, systemic lupus erythematosus, tooth fracture and uterine haemorrhage to be related to essure. The reporter commented: this legal case report was received from a lawyer; the report contains a summary of events of multiple patients including the patient of this case. It was unspecified which of the reported events occurred in this patient, thus all events were added here: lawyer's clients were suffering from symptoms such as chronic pelvic pain, abnormal uterine bleedings, dyspareunia (pain while having sexual intercourse), significant abdominal liquid retention, chronic systemic reactions or autoimmune response to metal or to pet fibers, like the signs and symptoms of rash, lupus, dementia, arthritis, chronic fatigue syndrome, sjoegren syndrome and lack of sexual appetite, hair loss, placement failure of implant that led to ectopic pregnancy, death baby delivery, induced abortion, early bag breakage, premature delivery and foetal deaths, migration and expulsion of the implant, tooth decay, tooth breakage or loss of dental parts, endometriosis and adenomyosis, among others. All the events were considered related by the consumer (primary reporter is the lawyer on behalf of the patient but lawyer did not provide causality assessment). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2021: adverse event "psychological problems", "heavy bleeding during periods", "back ache", "serious abdominal pain", "travelling parts of the broken product inside the body" and "organ tearing" added to the case; reporter added to the case no lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device dislocation ('device migration'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), stillbirth ('death baby delivery nos'), foetal death ('fetal deaths'), premature rupture of membranes ('early bag breakage, premature rupture of membranes'), premature delivery ('premature delivery'), uterine haemorrhage ('abnormal uterine bleedings'), systemic lupus erythematosus ('lupus'), sjogren's syndrome ('sjoegren's syndrome') and autoimmune disorder ('autoimmune response to metal or to pet fibers') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), stillbirth (seriousness criterion medically significant), foetal death (seriousness criterion medically significant), premature rupture of membranes (seriousness criterion medically significant), premature delivery (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("chronic systemic reactions to metal"), device allergy ("chronic systemic reactions to pet fibers"), rash ("signs and symptoms of rash"), dyspareunia ("dyspareunia (pain while having sexual intercourse)"), device expulsion ("expulsion of the implant"), intra-abdominal fluid collection ("significant abdominal fluid retention"), dementia ("dementia"), arthritis ("arthritis"), chronic fatigue syndrome ("chronic fatigue syndrome"), loss of libido ("lack of sexual appetite"), alopecia ("hair loss"), complication of device insertion ("placement failure of implant"), dental caries ("tooth decay"), tooth fracture ("tooth breakage, loss of dental parts"), endometriosis ("endometriosis") and adenomyosis ("adenomyosis"), was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and underwent abortion induced ("induced abortion"). At the time of the report, the pelvic pain, device dislocation, ectopic pregnancy with contraceptive device, stillbirth, foetal death, premature rupture of membranes, abortion induced, uterine haemorrhage, systemic lupus erythematosus, sjogren's syndrome, autoimmune disorder, allergy to metals, device allergy, rash, dyspareunia, device expulsion, intra-abdominal fluid collection, dementia, arthritis, chronic fatigue syndrome, loss of libido, alopecia, complication of device insertion, tooth fracture, endometriosis and adenomyosis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was unknown to the reporter. The reporter considered abortion induced, adenomyosis, allergy to metals, alopecia, arthritis, autoimmune disorder, chronic fatigue syndrome, complication of device insertion, dementia, dental caries, device allergy, device dislocation, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, endometriosis, foetal death, intra-abdominal fluid collection, loss of libido, pelvic pain, premature delivery, premature rupture of membranes, rash, sjogren's syndrome, stillbirth, systemic lupus erythematosus, tooth fracture and uterine haemorrhage to be related to essure. The reporter commented: this legal case report was received from a lawyer; the report contains a summary of events of multiple patients including the patient of this case. It was unspecified which of the reported events occurred in this patient, thus all events were added here: lawyer's clients were suffering from symptoms such as chronic pelvic pain, abnormal uterine bleedings, dyspareunia (pain while having sexual intercourse), significant abdominal liquid retention, chronic systemic reactions or autoimmune response to metal or to pet fibers, like the signs and symptoms of rash, lupus, dementia, arthritis, chronic fatigue syndrome, sjoegren syndrome and lack of sexual appetite, hair loss, placement failure of implant that led to ectopic pregnancy, death baby delivery, induced abortion, early bag breakage, premature delivery and foetal deaths, migration and expulsion of the implant, tooth decay, tooth breakage or loss of dental parts, endometriosis and adenomyosis, among others. All the events were considered related by the consumer (primary reporter is the lawyer on behalf of the patient but lawyer did not provide causality assessment). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.